Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 233 mg/dl. Customer stated that there is scratch on the lcd screen but she can't read her settings. Customer was caught in the rain yesterday and pump was exposed to moisture. Customer was advised to remove the battery for 10 minutes and clean the battery cap contact. Customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies per visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners and battery tube threads.